Event description:
It was reported that the 9900 system rebooted during a case. The 9900 system also intermittently locks up. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interface board and rtos cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.